Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues, and patient needing the ability to get an (magnetic resonance imaging) MRI access. The patient is doing great post operatively. The explanted device will not be returned as it was kept by facility.